Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, leaking at the filter was noticed. It was reported that the patient switched extension sets successfully, and infusion continued. No patient injury reported.